Manufacturer narrative:
As part of the installation of the orlocate® systems at the reporting user facility, the list of mac addresses employed by the orlocate® systems' tablets was provided to the user facility's it department. During installation, the it department was notified that the orlocate® system's tablet and reader intra-communicate via wi-fi. However, this did not lead the it department to request the mac addresses of the orlocate® readers in addition to those of the orlocate® tablets. When examining the system logs of the orlocate® systems employed by the user facility, haldor has identified that there were several instances of intra-system communication events, which were self-resolved within a few minutes, and notified the it department of this. As all orlocate® systems were installed docked, the intra-system wi-fi communication was only used as a secondary communication channel. Therefore, the users themselves were not aware of these wi-fi communication events and the usage of the orlocate® systems was unaffected by them. Haldor and the medical facility's it department have identified the source of the communication logs to be the fact that the medical facility's wips system was unfamiliar with the mac addresses of the orlocate® readers, and therefore identified them as intruding devices. Once the mac addresses of the orlocate® readers were provided to the it department, the intra-system communication events were no longer logged by the system. Even if such wi-fi communication events were to recur, there is no risk to system performance. When employed in a docked position (as was the case when the reported communication events occurred) wi-fi is only used as a secondary mode of communication and its communications logs have no effect on system operation. If employed undocked, the orlocate® system software would identify the occurrence of wi-fi communication events, would notify this to the user and would prevent usage of the system until the communication event logs are resolved. Therefore, haldor does not consider this malfunction to be a reportable adverse event, as there is no risk of injury if the reported malfunction were to recur.

Event description:
During setup and configuration of orlocate it was discovered that they have two wireless networks. One connects to the hospital it wireless network and the other connects to pieces of orlocate equipment. The hospital had a wireless security product in place to prevent unauthorized wireless networks within the hospital perimeter. The security product disrupted orlocate's "internal" wireless network nad made the wireless network connectivity appear sporadic and unreliable. The vendor was unaware of this type of wireless security and it did not occur to let the it department staff know that it was being used.